Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds, which was observed just a few days following the initial implant procedure. Consequently, a lead revision was performed, successfully repositioning the lead. No further adverse effects on the patient were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.